Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. She stated that when she removed the cassette to reset up the cycler, she noticed fluid underneath the machine. Patient's daughter states no ill effects experienced. States that her mom is doing fine. There is a sample available for evaluation.